Event description:
Additional information received from the consumer reported the patient thought the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported stimulation in an undesired location. The patient felt stimulation up and down her legs like they were asleep all the time. It did not matter what body position she was in. The patient did not know what they were doing when the issue occurred. It started the morning of the report. This issue was not related to positional movement, traumas, or falls. The device was checked with the patient programmer and it showed the stimulation was on. Adaptive stimulation was on in the upright position, stimulation was on, and the patient was on program a at 3.50 volts. The patient had the ability to change the stimulation and trying to increase or decrease the stimulation resolved the issue. The patient lowered the stimulation down to 3.10 volts and it was then more comfortable. It was still unknown why the patient started feeling the stimulation up and down her legs suddenly the morning of the report. Later, the consumer called back and wanted to increase the stimulation. At the time, it was noted the stimulation was off. With instruction, the patient was able to turn the stimulation on. However, the patient then felt the stimulation in her legs but the pain was gone. The patient was able to decrease the stimulation. Relevant medical history included lumbar radiculopathy and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.